Manufacturer narrative:
This report is submitted on 30 june 2020.

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2020 due to infection at implant site. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
It was reported the patient was treated with oral antibiotics. This report is submitted on 18 september 2020.